Manufacturer narrative:
Section a4: weight: unknown/not provided. Section a5: ethnicity: unknown/not provided. Section a6: race: unknown/not provided. Section b3: date of event: unknown/not provided. The best estimate date is between sep 12, 2025 and dec 2, 2025. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: device code(s) 3191 (appropriate term/code not available) is to capture the reported event of "mechanical complication". An attempt was made to obtain the missing information; however, no additional information was available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded toric intraocular lens (iol) was explanted from the patient's operative eye in a secondary surgery due to "mechanical complication". The issue was observed during post-operative examination. Another johnson and johnson iol was implanted as replacement (zcu150 22.5 diopter). No unplanned vitrectomy, incision enlargement, sutures, or delay in the procedure occurred. The patient outcome is unknown. No further information was provided.